Event description:
It was reported that the patient experienced a burn at the implantable pulse generator (ipg) site which appeared after charging. It was noted that the patient felt heat or burning coming from the ipg site.